Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2020. Post-event while the patient was in the hospital, the cgm displayed 11.9 mmol/l, but the bg was 15.9 mmol/l. The evening prior to the event, the patient¿s cgm displayed 12 mmol/l and was rising. The patient self-treated with 3 units of insulin, which resulted in his cgm value to decrease to 6.7 mmol/l. The patient subsequently ingested some sugar and corn before going to bed. The patient woke at 04:30 am and the cgm displayed 2.3 mmol/l. The patient took some ¿lollies¿ and contacted his parent because he was unable to get up. His parent provide him with additional sugar and called the ambulance because the patient was slurring his words and unable to walk. The patient was transported to the hospital because the paramedics indicated the patient¿s bg was low. When the patient arrived at the emergency department (ed), his fingerstick bg was 22 mmol/l and the cgm displayed high. The ed did not provided any additional treatment other than monitoring his bg which is when the cgm inaccuracy was documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1: country - correction.

Event description:
Subsequent to the initial MDR, a correction has been made.